Manufacturer narrative:
Imdrf device code a10402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent broken. Imdrf patient impact code f2303 captures the reportable event of additional device required. Age at time of event: 50 years old.

Event description:
It was reported to boston scientific that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure for residual stones performed on (B)(6) 2022. On (B)(6) 2023, during a planned stent removal, the distal end of the stent broke off and had migrated into the common bile duct. It was reported that the broken stent was removed using a spyglass spybite max forceps. The stent removal procedure was successfully completed, and a new advanix biliary stent was placed. There were no patient complications reported as a result of this event.